Event description:
During follow-up, there was decreased pacing impedance and p-wave sensing amplitude noted on the right atrial (ra) lead. The ra lead was explanted and replaced to resolve the event and the patient was stable.

Manufacturer narrative:
The reported events of decreased pacing impedance, p-wave amp variation and insulation anomaly were confirmed. As received, a complete lead was returned in one piece. Visual inspection of the lead found external insulation abrasion breaching the connector boot and both the outer and inner insulations exposing coils at the connector region. Three filars of the outer coil were fractured in this location. Further analysis found another external insulation abrasion that breached the outer insulations and exposed the outer coil proximal to the suture sleeve tie impression. The cause of both external insulation abrasions was consistent with friction to the device can and the reported events.